Event description:
It was reported that the device illuminated the service wrench icon and the battery was "empty". Physio-control's device evaluation verified the reported issue and also observed that it locks up with known good battery. The device was not able to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control verified the reported issue and provided the customer a repair quote. The customer has not made a decision on whether to repair the device or have it returned in the current condition. A conclusive cause of the reported event could not be determined at this time.

Manufacturer narrative:
The customer has advised physio-control that they wish to not repair the device and would like to scrap the device. The device will not be returned to the customer for use.the cause of the reported failure could not be determined.